Event description:
It was reported that the patient experienced difficulty handling the infusion set adhesive during deployment, with fingers sticking to the adhesive and the material bending and adhering to itself, which risked incorrect infusion set placement or connector attachment. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health, no alerts or alarms, and successful resolution through user education. Investigation included troubleshooting and education on proper handling technique, including holding the plastic flaps near the needle when removing adhesion papers and pressing and smoothing the adhesive around the site after placement. Investigation of this case revealed user handling challenges with the infusion set during application, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.